Event description:
Doctor was performing a lap chole procedure while operating the foot pedal to cauterize tissue, the heat from the trumpet valve handle allegedly burned a hole in his glove. Doctor sustained a minor burn on his right hand in the perimeter area between his thumb and pointer finger. No medical treatment was necessary. Procedure was completed with no impact on the patient.

Manufacturer narrative:
Evaluation: all returned items tested: (B)(4)/dissecting cannula, (B)(4)/monopolar cable, (B)(4)/modular handle w/ trumpet valve, (B)(4)/modular handle w/o valve. The devices were connected to the autocon ii 400 electrosurgical unit as the high frequency power source. The combination of cannula, cord, trumpet valve, and handle were tested and were in working condition. However, we could not duplicate the problem.